Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys toxo igm immunoassay results for 1 patient tested on a cobas e 411 immunoassay analyzer compared to a different method. The e 411 serial number was (B)(4). The toxo igm result on the e 411 was 3.44 cio (reactive) and was reported outside of the laboratory. The toxo igm result with the different method was non-reactive. On (B)(6) 2019 a new sample was collected and the toxo igm result on the e 411 was 3.34 coi (reactive). On (B)(6) 2019 the original sample was tested with toxo igm reagent lot 409463 on the e 411 and the toxo igm result was 1.28 coi (reactive).

Manufacturer narrative:
The last calibration was completed on (B)(6)2019. This calibration is outside of the calibration frequency recommended in the product labeling. The customer was using expired qc material. The sample is not available for investigation. Without these materials to investigate, a specific root cause could not be determined